Event description:
Reporting status: serious injury. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that after predilatation and ivus were performed on a lad lesion, the xience was implanted. Post dilatation was being performed with the stent delivery system (sds). The nominal pressure was brought up to 10 atm, at which time, a perforation occurred. Ballooning was continued with the sds and protamine was given. The perforation was sealed with no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that arterial perforation is a known potential pt effect listed in the device instructions for use (IFU). In this case, there were no reported difficulties experienced deploying the rx xience v, and no damage was noted to the device before or after the procedure. Factors that could have contributed to the perforation include, but are not limited to, calcification, over-inflation, interactions with the stent struts, or device size selection. The pt anatomy was not provided in the incident info, which may have aided the investigation; however, there are no indications of any product quality issues that contributed to the perforation.